Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported (B)(6) 2023 when the nurse pulled out the port safety shapeless injury needle for the patient, the needle tip could not be fully retracted into the protective cover when she pressed the base with her left hand, causing the finger of the nurse to be punctured. No other information was provided.